Event description:
The customer contacted baxter's technical service center (tsc) regarding a leak which occurred on the homechoice (hc) during use. The registered nurse (rn) stated the home patient (hp) stated the technical service representative (tsr) had her pull and the transfer set and then the transfer set started to leak. The rn stated she change the transfer set, and would like to know if the hc was operational. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the home patient's (hp) registered nurse (rn) on (B)(6) 2012 regarding the leak of a transfer. The rn reported that the issue was resolved by changing out the transfer set. The rn stated that there was a crease in the tubing where the leak was found. Per the rn, there were no loose connections or disconnections on the supplies. Per rn, the hp did not have any injury or harm as a result of this incident. The rn stated that the hp was doing fine and continuing therapy without issues. The rn stated that she had discarded the transfer set after she changed them out. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for leak was not confirmed and the root cause was undetermined.